Event description:
It was reported that the patient was unable to adjust their stimulation and felt no stimulation for over a year. A power-on-reset (por) condition was noted on their implantable neurostimulator (ins) and a "call your doctor" message was seen on their patient programmer component. It was unclear as to when the message occurred, but patient did have a CT scan (date unknown). Follow up information received, reported that it was unknown as to the cause of the event, and the patient did not visit the healthcare professional (hcp) for the event. The patient was reprogrammed on (b)6) 2012, and waiting to see their response. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3093-28, lot# v186323, implanted: (B)(6) 2008. Product type: lead, product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer. (B)(4).